Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The product involved in the report has been returned and the investigation remains in progress at this time. The device history record for lot 30327085 was reviewed and the product was produced according to product specifications. All information reasonably known as of 06 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving different patients. This is the second of two reports. Refer to 9611594-2026-00001 for the first report. It was reported, ¿ng tube was inserted on patient, size 6fr, when feeds initiated tiny puncture noted near enfit connection port and feeds leaking.¿

Manufacturer narrative:
The returned complaint product was evaluated. Examination of the tubing under magnification confirmed the presence of a small diagonal slit located approximately 6 mm below the base of the enfit connector. The device history record (DHR) for this lot was also reviewed, including manufacturing records, process evaluation, and tool condition. No discrepancies or activities were identified that could have caused this type of damage. Therefore, the root cause of the reported issue could not be conclusively determined. All information reasonably known as of 02 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.